Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch and after re-mapping, the physician was flushing the ablation catheter before re-inserting it for additional ablations, the physician noticed irrigation was not properly working. The irrigation settings on generator were correct. The catheter was replaced, and the procedure was completed successfully. There was no patient consequence. Additional information was received. It was reported that the irrigation issue was discovered during the procedure but not in a moment the catheter was inside the patient. In particular, the physician took the catheter out after a first ablation and the issue was discovered before re-inserting the catheter for additional ablations.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31297223m and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).